Event description:
It was reported that a spectrum infusion pump finished the infusion of medication (serum-dw 45% 500ml) but it did not emit the alarm that indicated it was finished. This occurred during medication delivery in the pediatric area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Simulated therapy, visual and audio inspection of the speaker did not reveal any issues. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.